Event description:
Device malfunction: misplaced stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, an rx acculink was placed in the distal lesion. As the stent was deployed, it appeared to move forward slightly and did not cover the proximal 5mm of the lesion. The physician attempted to place a second rx acculink in the proximal portion of the lesion, but it would not advance through the previous stent. The stent was removed and discarded and the lesion was ballooned. A third rx acculink was then attempted to be advanced and the same difficulty was encountered which appeared to be due to a combination of the configuration of the stent delivery catheter's tip, the morphology of the lesion, and the open cell structure of the initial stent. It was then elected to use an xact carotid stent. This device had to be manipulated under fluoroscopic guidance and head movements were required before it would advance to an overlapping position, but it was able to be positioned with approximately 50% overlap on the initial stent and was deployed without difficulty. There were no reported patient sequelae. The patient was discharged home 6 days post procedure. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The device remains in the patient. The device lot history review was completed. There are no non-conformance issues associated with this lot number. The device was not returned to abbott vascular for confirmation. A conclusive root cause could not be determined; however, it could be related to operational context in which the device was utilized.